Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call of having high blood glucose of 400 mg/dl. Customer doesn't feel well enough to troubleshoot and indicated that their doctor has been contacted regarding their high blood glucose. Customer also wanted to report that they were recently hospitalized for high blood glucose of 485 mg/dl and diabetic ketoacidosis. Troubleshooting found that the customer was off of the pump for a week prior to the hospitalization.